Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, stained keypad ovewlay, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert before. The alarm was not resolved during troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.